Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon receipt, no gel was release or leaking from the belt. It was discovered that the electrode belt had broken wires in the distribution node. The constant "add gel" alarms experienced by the patient were caused by broken gel-fire lines (yellow wire) in the distribution node. The root cause of the broken wires cannot be positively identified. Once the wires were reattached, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A review of a (B)(6) male patient's download shows the patient had a gel release. The patient was provided with a replacement electrode belt.